Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. [Inspection of the water feed] 1. Remove the rubber cap that is attached to the channel port. 2. Fill sterile water into the syringe, then attach the syringe to the channel port. 3. Push the plunger in and confirm that water is emitted from the channel outlet of the distal end of the insertion section." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera tracheal intubation videoscope image was distorted, or noise occurs due to contact with the connector. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were exiting the forceps channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that residual liquid or foreign material was coming out of the channel tube. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to a pinhole on the: bending section cover, connecting tube and on the video cable. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the video cable and the connecting tube had a wrinkle due to deterioration or due to excessive bending. It was also observed that the up-down plate was sticky due to deterioration or discoloration caused by chemical stress. Additionally, it was observed that the control unit was sticky due to water leakage caused by fluid invasion from the body control unit. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that an abnormal sound was made due to damage to the angulation lever/ the control section was broken. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: video cable and on the grip. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.